Manufacturer narrative:
(B)(4). Lot#: unknown as information was not provided. Catalog#: igtcfs-65-2-uni-celect expiration date: unknown as lot# is unknown. Similar to device under 510(k) k090140. (B)(4). Summary of investigational findings: since no images have been provided the exact reason for reported filter leg perforation cannot be determined. The implant period is unknown, and it is unknown if the patient had any surgical procedures during implant. There is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. A reference is made to the instructions for use: in potential adverse events are mentioned: damage to the vena cava; pulmonary embolism; filter embolization; vena cava perforation; vena cava occlusion or thrombosis; hemorrhage; hematoma at vascular access site; infection at vascular access site; death. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to complainant: the filter was positioned as per IFU. The filter was deployed. A final image was taken and it was noticed that secondary legs were outside of the ivc. Patient outcome: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Unknown.